Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
While implanting solid back trident hemispherical cup, the patient's acetabulum fractured. Reaming of the acetabular was carried out to under 1mm prior to insertion as per op technique. The solid back cup was removed and a cluster cup replaced it.